Event description:
Baxter reported that the patient noticed the transfer set was leaking during the drain phase of peritoneal dialysis. The transfer set was placed in 2004 (50 days indwelling). The set was required to be replaced. The patient was diagnosed with peritonitis in 2005, and was treated with ceftazidime and cefazolin intraperitoneally for 14 days.